Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mkj989, and no non-conformance's were identified to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an arterial anastomosis procedure on (B)(6) 2019 and the suture was used. During the surgery, the suture came loose from needle. The needle that became un-swaged was the needle that was being held by a suture boot. Surgical team was able to locate loose needle during the procedure and additional stitches were needed. There were no patient consequences reported. Additional information has been requested.